Event description:
A siemens servo ventilator was connected to a pt and venting for some time. The ventilator stopped venting, alarms sounded, and the pt had to be bagged to sustain life. A loud air-leaking noise was coming from the back of the ventilator.